Manufacturer narrative:
There is no issue with the performance of the device. The incident was due to the site's failure to follow standard MRI industry safety guidelines, manufacturers instructions, and adhere to warning labels regarding ferromagnetic items. Internal #: (B)(4).

Event description:
A patient about to undergo a MRI scan was asked by an MRI technologist brought a metallic paper waste basket toward the patient who was in the gap positioned for scanning. The metallic waste paper basket, when introduced to magnetic field, struck the patient.